Manufacturer narrative:
Unit received with blank display anomaly due to moisture damage. Unable to perform displacement, rewind, seating and basic occlusion due to blank display. Unit received with cracked retainer, cracked case at battery tube side, minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 5.2 mmol/l at the time of the incident. The customer reported the top half of the screen is unreadable and all the pixels are white. The customer states there are lines running down the screen so unable to see certain parts. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.